Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2012. Subsequently, the patient fell and dislocated the femoral stem. A revision procedure was performed on (B)(6), 2012 to remove and replace the femoral stem, femoral head and acetabular liner. There were scratches noted on the explanted head and liner during the revision.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and weight gain have been implicated with premature failure of the implant by loosening, fracture, and/or wear." Evaluation of the returned component was inconclusive. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00781 / 00783).